Event description:
Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported ''lip swelling, her sole allergy is to cobalt, her immune system has gone 'haywire', keeps getting sick, had pneumonia and stress. This represent the left side. Additionally the patient reported left side capsular contracture, baker grade iii/IV. "Joint pain, itching breast, hurts to walk because they are retaining so much water retention throughout the body, unable to maintain body heat/temperature, extreme blood clots during their menstrual cycle." Patient also reported they have had "pneumonia and strep throat for 6 months straight." Device remains implanted.